Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were visually evaluated with no issues being identified; it shows tubes with the powder additive that is per specification for the catalog 368921. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.4. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes there was an abnormal additive form. There was no report of impact to patient or user.